Event description:
It was reported that during an episode the patient received two inappropriate shocks for lead noise. The patient was noted to have occasional exit block. The right ventricular lead was also noted to have a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The maximum ventricular pace impedance rises from an approximate baseline of 525 ohms the week end (B)(6) 2013 to greater than 4000 ohms the week ending (B)(6) 2013. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6)2013 due to meeting the condition for non-sustained tachycardia and abnormal lead impedance. Analysis of the device memory indicated a lead noise alert. A lead noise alert was recorded on (B)(6) 2013. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The maximum ventricular pace impedance rises from an approximate baseline of 525 ohms the week end (B)(6) 2013 to greater than 4000 ohms the week ending (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), eleven non-sustained tachycardia episodes, 10 noise/superventricular tachycardia/oversensing episodes, and 5 lead failure predictor episodes of less than 220 ms cycle length are recorded between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.